Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the alterra stent was inserted into the body and then removed due to complications interacting with an lpa stent. The wire appeared to traverse through a fractured part of the lpa stent into the rpa so that when the alterra device was inserted, it went completely through the fractured segment of the stent. It was deemed unsafe to deploy in this configuration. The present was flushed but sat on the back table for almost 2 hours as the stent was rehabbed. The lpa stent was ballooned and then another stent was implanted inside to ensure its stability. A new alterra delivery system was determined to be the safest approach to finish the procedure. Patient did very well and was discharged the following day.

Manufacturer narrative:
Added information to h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. No device was received for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. During manufacturing of the alterra prestent delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Procedural imagery was received and reviewed. Prior to the procedure, the patient had a pre-existing stent in the left pulmonic artery (lpa) that had fractured into the right pulmonic artery (rpa). The guidewire appeared to advance through the fractured portion of the lpa stent. The first alterra prestent delivery system caught on the fractured lpa stent as it was advanced over the guidewire. The first alterra delivery system was removed and the fractured lpa stent was ballooned. A new stent was placed within the fractured lpa stent. The prestent of second alterra delivery system was able to be fully deployed. A sapien 3 valve was deployed within the alterra prestent. The IFU, preparation training manual, and procedural training manual were reviewed. Consideration of pulmonary artery selection for wire position is critical to facilitate tracking and positioning of the alterra prestent and the sapien 3 pulmonic delivery system. Lpa wire position is typically preferred for alterra deployments. Depending on patient anatomy rpa wire position may be used. Stiff guidewire is recommended to facilitate the tracking of the alterra prestent and sapien 3 pulmonic delivery system (e.g., lunderquist/meier). Insert and advance the delivery system. Advance the delivery system from the shaft. Do not push the delivery system in from the handle. Do not rotate the wheel during advancement of the delivery system. Advance the delivery system beyond the intended landing zone. Insertion force through the partially expandable portion of the sheath can be higher than the push force through the fully expandable portion. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The tracking difficulty was confirmed based on provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The description reports, ''alterra stent was inserted into the body and then removed due to complications interacting with a lpa stent. The wire appeared to traverse through a fractured part of the lpa stent into the rpa so that when the alterra device was inserted, it went completely through the fractured segment of the stent.'' Procedural factors such as inadequate guidewire management can contribute to stent interaction and tracking difficulty. As per the provided imagery, the guidewire appeared to be advanced through the fractured portion of the lpa stent. Then the delivery system was advanced over the guidewire and caught in the fractured stent. It is likely that the presence of the patient's pre-existing stent in the left pulmonary artery obstructed the delivery system from being further advanced through the anatomy. A definitive root cause is unable to be determined. However, available information suggests patient (pre-existing stent) and procedural factors (malpositioned guidewire) contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Additional clarification was received from the field. It was confirmed that the lpa stent fracture was pre-existing. The first alterra pre-stent did not become damaged due to the interactions with the lpa stent. It appeared the lpa stent was deformed during the case and required ballooning and implanting another lpa stent inside for stability. The stent was expanded further since the lumen appeared to have been reduced by manipulation. There appeared to be some degree of recoil in the lpa stent, so in addition to stability, second stent was to provide greater expansion with more radial strength.